Manufacturer narrative:
Method: visual inspection, complaint hist. Analysis, mfg record rev and risk assess review. Result: visual inspection confirms reported failure. Complaint history analysis- 22 complaints for polyaxial screw tulip disengagement. None with same serial numbers. Manufacturing record review - mfg records were reviewed but no relevant deviations were reported. Risk assessment review - per this complaint, revision surgery implies increased risk for the pt. Conclusions: the event was confirmed by visual inspection. There was light cross-threading with the blocker. Hex of the blocker is damaged, numerous scratches are visible. One rod is bent compared to the standard. It is not known if bending was done by the surgeons or not. Per (B)(4) and (B)(4) lab, tulip disengagement from bone screw is often the result of excessive torque and overloading and implanting the screw at the maximum angle. The principal cause of the reported event is related to user technique and not to manufacturing or metallurgic problem.

Event description:
Dr. (B)(6) and dr. (B)(6) report via our sales rep, (B)(4), that they recognized a new days after implantation, which was on (B)(6), on a CT that the heads loosened from the screws. A revision took place on (B)(6) and xia 1 screws, 8.5mm, were used as exchange.